Event description:
The customer called for help with his contour usb system. He alleged that he performed control tests prior to the call and received results of 38, 39 and 40 mg/dl. The normal control range was not provided, but should be around 104-144 mg/dl. No adverse events were alleged. Customer service attempted to follow up with the customer after the initial call, but they were unable to speak to him. No product will be returned.